Event description:
The hcp reported the patient was experiencing a non-serious withdrawal from narcotics delivered via the intrathecal drug delivery pump. The hcp reported the main symptom was increased pain. The drug used in the pump is dilaudid 10 mg/ml. An MRI was performed in 2007, which indicated there was no fibroma present. An x-ray of the lumbar region was done which showed a sheared catheter at the lamina site. This is the third time this patient has experienced this issue in six years. The catheter will be explanted in 2008. See MFR report # 6000030200200185 and 6000030200704637.